Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) first verified with the pharmacy to confirm that the station had already been updated. The fse then checked the station again and found no failures. It appeared that the issue had been an old call reported before the full height firmware update. The pharmacy confirmed that everything was functioning properly. The system functioned as intended when the field service engineer (fse) verified the device.